Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated right side essure coil in uterine muscles / migration of essure device (CT scan showed a foreign object in the right side of the uterus most likely the muscle of the uterus"), pelvic pain ("pain / left sided pain"), cataract ("possible cataract in left eye"), seizure ("seizures"), osteogenesis imperfecta ("my bones are also breaking down") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 44-year-old female patient who had essure (batch no. 624498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, osteoarthritis, tennis elbow (right), pre-eclampsia, vaginal delivery, penicillin allergy, yeast infection, vulval irritation, endometrial hyperplasia, offensive vaginal discharge, polymenorrhoea, umbilical hernia, dysfunctional uterine bleeding, dysgeusia, dysuria, constipation, frequent bowel movements and adenomyosis uteri. Previously administered products included for an unreported indication: oral contraceptive nos. Concomitant products included ascorbic acid, labetalol, losartan, sennoside a+b and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. In 2016, the patient experienced seizure (seriousness criterion medically significant), migraine ("migraines"), oedema ("edema / full body edema"), hot flush ("hot flashes"), acne ("acne"), mood swings ("mood swings"), drug hypersensitivity ("allergic or hypersensitivity reaction (sensitive to all medications)"), allergy to metals ("cannot wear jewelry with nickel"), incontinence ("bladder problems or urinary problems or changes : incontinence issues"), headache ("headaches"), palpitations ("palpitations"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and musculoskeletal stiffness ("stiffness from edema") and was found to have weight increased ("weight gain") and white blood cell count increased ("white blood cell count was high, could not determine where the infection was coming from"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure. In 2017, the patient experienced ovarian cyst ("cyst on left ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cataract (seriousness criterion medically significant), osteogenesis imperfecta (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), rash ("rash on neck and chest"), dental caries ("my teeth are decaying rapidly"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision decreased rapidly"), abdominal distension ("severe bloating"), arthralgia ("bilateral arthralgia of both knees and hands and joints"), back pain ("lower back pain"), pain ("entire body pain") and abdominal pain ("left side of abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and in (B)(6) 2015 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, cataract, seizure, osteogenesis imperfecta, depression, migraine, weight increased, oedema, hot flush, acne, mood swings, drug hypersensitivity, allergy to metals, female sexual dysfunction, white blood cell count increased, anxiety, rash, incontinence, headache, ovarian cyst, palpitations, dental caries, dysmenorrhoea, dyspareunia, visual impairment, fatigue, abdominal distension, arthralgia, alopecia, musculoskeletal stiffness, back pain, pain and abdominal pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, cataract, dental caries, depression, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, incontinence, menorrhagia, migraine, mood swings, musculoskeletal stiffness, oedema, osteogenesis imperfecta, ovarian cyst, pain, palpitations, pelvic pain, rash, seizure, uterine perforation, vaginal haemorrhage, visual impairment, weight increased and white blood cell count increased to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : uterine perforation". Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "edema, hot flashes, acne, mood swings, abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction (sensitive to all medications), cannot wear jewelry with nickel, apareunia (inability to have sexual intercourse), white blood cell count was high, could not determine where the infection was coming from, anxiety, rash on neck and chest, bladder problems, urinary problems or changes: incontinence issues, headaches, cyst on left ovary, palpitations, my teeth are decaying rapidly, my bones are also breaking down, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision decreased rapidly, possible cataract in left eye, fatigue, severe bloating, bilateral arthralgia of both knees and hands and joints, hair loss, stiffness from edema, lower back pain, entire body pain", left side of abdomen pain added. Reporter, lot number added from pfs. Event "perforated right side essure coil in uterine muscles " added from medical record and clubbed with event " migration of essure device (CT scan showed a foreign object in the right side of the uterus most likely the muscle of the uterus. Medical history added from medical record. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated right side essure coil in uterine muscles / migration of essure device (CT scan showed a foreign object in the right side of the uterus most likely the muscle of the uterus"), pelvic pain ("pain / left sided pain"), cataract ("possible cataract in left eye"), seizure ("seizures"), osteogenesis imperfecta ("my bones are also breaking down") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 44-year-old female patient who had essure (batch no. 624498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, osteoarthritis, tennis elbow (right), pre-eclampsia, vaginal delivery, penicillin allergy, yeast infection, vulval irritation, endometrial hyperplasia, offensive vaginal discharge, polymenorrhoea, umbilical hernia, dysfunctional uterine bleeding, dysgeusia, dysuria, constipation, frequent bowel movements and adenomyosis uteri. Previously administered products included for an unreported indication: oral contraceptive nos. Concomitant products included ascorbic acid, labetalol, losartan, sennoside a+b and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. In 2016, the patient experienced seizure (seriousness criterion medically significant), migraine ("migraines"), generalised oedema ("edema / full body edema"), hot flush ("hot flashes"), acne ("acne"), mood swings ("mood swings"), drug hypersensitivity ("allergic or hypersensitivity reaction (sensitive to all medications)"), allergy to metals ("cannot wear jewelry with nickel"), urinary incontinence ("bladder problems or urinary problems or changes : incontinence issues"), headache ("headaches"), palpitations ("palpitations"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and musculoskeletal stiffness ("stiffness from edema") and was found to have weight increased ("weight gain") and white blood cell count increased ("white blood cell count was high, could not determine where the infection was coming from"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure. In 2017, the patient experienced ovarian cyst ("cyst on left ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cataract (seriousness criterion medically significant), osteogenesis imperfecta (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), rash ("rash on neck and chest"), dental caries ("my teeth are decaying rapidly"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision decreased rapidly"), abdominal distension ("severe bloating"), arthralgia ("bilateral arthralgia of both knees and hands and joints"), back pain ("lower back pain"), pain ("entire body pain") and abdominal pain ("left side of abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and in (B)(6) 2015 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, cataract, seizure, osteogenesis imperfecta, depression, migraine, weight increased, generalised oedema, hot flush, acne, mood swings, drug hypersensitivity, allergy to metals, female sexual dysfunction, white blood cell count increased, anxiety, rash, urinary incontinence, headache, ovarian cyst, palpitations, dental caries, dysmenorrhoea, dyspareunia, visual impairment, fatigue, abdominal distension, arthralgia, alopecia, musculoskeletal stiffness, back pain, pain and abdominal pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, cataract, dental caries, depression, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, generalised oedema, headache, hot flush, menorrhagia, migraine, mood swings, musculoskeletal stiffness, osteogenesis imperfecta, ovarian cyst, pain, palpitations, pelvic pain, rash, seizure, urinary incontinence, uterine perforation, vaginal haemorrhage, visual impairment, weight increased and white blood cell count increased to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : uterine perforation" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("anormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, migraine and weight increased outcome was unknown. The reporter considered depression, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.